Event description:
On 7/jun/2021, a peritoneal dialysis (pd) nurse reported this patient on pd therapy previously underwent gastric bypass (with chronic diarrhea) and pd catheter repositioning during a call with customer support to trouble shoot drain complications with the fresenius cycler. In additional follow-up, the nurse confirmed the patient did not have any adverse effects due to use of fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).